Manufacturer narrative:
Internal reference: 243564. This case was reviewed and investigated according to the manufacturer's policy. He returned device was visually and microscopically inspected. The customer reported the manufacture's device has a kink. There was a kink at 301 mm from the distal end of the catheter tip. A portion of 3mm of corewire was exposed at 315 mm from the distal end of the catheter tip; no sanguineous material was observed and all portions of the catheter were accounted for. No damage was observed at the guide wire exit port. The probable cause of the failure is damage that occurred during use. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be conclusively determined when the cause of the kink occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up report is being submitted to report device analysis observations on the returned device.

Manufacturer narrative:
(B)(4).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported upon removal of the manufacturer's device from the patient's vasculature, a 5mm length piece of wire at the guidewire exit port of the catheter was observed. The catheter appeared kinked at this point, and was believed to be potentially due to the up and over tracking of the catheter. This had no impact on the case time or patient outcomes. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted in an abundance of caution because the reported unidentified piece of wire at the guidewire exit port could cause a potential for harm.